Manufacturer narrative:
Fg maverick 2 mr 2.00 mm x 12 mm balloon catheter was returned for analysis. Visual and tactile inspection revealed the presence of blood within the balloon material. No abnormalities were observed in the hypotube shaft; specifically, no kinks or damage were noted in the shafts polymer extrusion. Microscopic examination of the balloon identified a pinhole located just distal to the proximal markerband, which became apparent during an inflation attempt. All blades were securely bonded to the balloon and showed no signs of damage. The tip also exhibited no evidence of damage. Further microscopic inspection of both the proximal and distal markerbands revealed no signs of physical damage. Functional testing confirmed the presence of blood inside the balloon, consistent with a leak. An inflation test was conducted to the device's rated burst pressure (rbp) of 12 atmospheres, during which the same pinhole was observed just distal to the proximal markerband. No additional issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 08sep2025. It was reported that crossing difficulty occurred the 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left circumflex artery (lcx). A 2.00mm x 12mm maverick balloon catheter was selected for use. The procedure was cancelled. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.